Event description:
During customer service engineer visit, cse was informed patient had coded due to change in mode. As per customer, no ventilator malfunction, mode was changed to pediatric mode and not adult mode.